Event description:
It was reported that a patient underwent a knee arthroscopy procedure on an unknown date and barbed suture was used. The orthopedic service lead reported two separate instances of needle popping off the suture when being used by surgeon. Both during a tka, by the same surgeon with same pa, from the same lot. The procedure was delayed by five minutes. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, the following was obtained: please provide an answer for each event: - how many devices demonstrated the alleged deficiency in each instance? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - please provide the source or name of person providing answers to follow-up questions: one device demonstrated deficiency in each surgery. No unexpected outcomes knee capsule was being sutured. No changes to patient care. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.